Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the right ventricular lead dislodged repeatedly. The lead was not used and a new lead was placed. The patient was stable post procedure. No additional information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.